Event description:
A malfunction was reported on the customer's pump, indicated by a malfunction code "malf 12." There was no adverse impact on the customer's blood glucose level, as their blood glucose did not exceed 500 mg/dl. The customer was assisted by technical support with a pump reset, and afterward, the malfunction code did not recur. The customer acknowledged the instructions to continue using the pump and was advised to contact support if the issue arises again.